Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient (B)(6) underwent a procedure to implant a drg implantable neurostimulator (ins). During the procedure, the physician elected to implant an ins even though it was after the expiration date of the device. The ins had been removed from the original sterile packaging and was inside a transparent bag. The physician informed the sjm representative that the ins has been re-sterilized. No consequences have been reported for the patient since the device was implanted.